Event description:
Dermatology referral; I came across an instagram profile of a girl that said she did non-invasive laser lipo and radio frequency massages. I began getting some sessions done and felt good, so I continued to go. Then, the girl said she had taken a course on hyaluron pen fillers. Initially I did not want to get this procedure done because I was nervous. She explained she did it on herself and another person and the pictures showed promising results. I decided to go for it and everything was fine at first. Now, it has been over a year and I have several little lumps on my lips. I messaged the girl about it and she brushed it off, said sorry, and told me to see my doctor. My doctor referred me to a dermatologist in hopes of making sure nothing serious is going on. I know this girl continues to perform this hyaluron pen procedure on the lips and she is now also giving "needle-less lipo shots." Now that I have read about everything that can go wrong with the hyaluron pen fillers, I regret having participated and hope no one ever experiences an adverse reaction to a procedure like this. The problem did not stop after reduced the dose or stopped taking or using the product. Used 1 injection. Lip filler.